Event description:
Patient was injected on (B)(6), 2010. The patient developed an abscess and of the face. Incision and drainage was performed and patient was put on benadryl and hyaluronidase. Patient became better over the week. On (B)(6), 2010, the patient returned with a flare up at on the old injection sites and was treated with medrol dose pack. After some spontaneous drainage, the lesion regressed and he has been free of any other symptoms.

Manufacturer narrative:
The device was not available to be returned. The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot. Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds such as nasolabial folds.